Event description:
Tunneled line placed on (B)(6) 2025. Upon assessment on (B)(6) 2026, the site was reddened and line appears to be going through a plastic tube. After removing stitch, line glided out (no need to dissect tissue from cuff which would be expected for a line placed in (B)(6)). Appears that part of the tunneler was left in place. The patient complained that his line sight hurt ever since the line was placed.